Event description:
It was reported that the day following a catheter revision, the pt was found unresponsive in his room. A CT scan showed the pt has experienced a massive intracranial bleed. The pt was taken off life support and consequently died due to the massive stroke. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.